Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulted in pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.